Manufacturer narrative:
'Surgical complications and management of occipitothoracic fusion for cervical destructive lesions in ra patients' in the journal of spinal disorders and techniques, volume 23, 2 (121-126) 2010. The device was not returned for evaluation. Device history records and complaint history could not be reviewed without either the device or a valid lot number. Per the oasys surgical technique: while the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials, which are placed within the body for the potential fusion of the spine and reduction of pain. However, due to the many biological, mechanical and physicochemical factors, which affect these devices but cannot be evaluated in vivo, the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone. The following list is representative, though not all inclusive, of the potentially adverse effects that the surgeon must consider whenever implanting a spinal fixation system or device: bending, disassembly or fracture of any or all implant components. Fatigue fracture of spinal fixation devices, including screws, rods, and hooks has occurred. Pain, discomfort, or abnormal sensations due to the presence of the device. Loosening of spinal fixation implants can occur. Early mechanical loosening may result from inadequate initial fixation, latent infection, premature loading of the prosthesis or trauma. Late loosening may result from trauma, infection, biological complications or mechanical problems, with the subsequent possibility of bone erosion, migration and/or pain. Adverse effects may necessitate reoperation or revision. Limited information regarding the event was made available to stryker. Multiple attempts were made to obtain additional information, but no response was received. A root cause cannot be established. If additional information is received or the device is returned for evaluation, the investigation will be reopened and updated.

Event description:
The article 'surgical complications and management of occipitothoracic fusion for cervical destructive lesions in ra patients' in the journal of spinal disorders and techniques, volume 23, 2 (121-126) 2010, was reviewed. The objective of this study was to evaluate the clinical outcome of occipitothoracic fusion for severe destructive cervical lesions in rheumatoid arthritis patients with myelopathy and/or occipitocervical pain, and to discuss surgical complications. Between 1998 and 2006, 56 patients (46 females, 10 males) with rheumatoid arthritis underwent occipitothoracic fusion. The main symptoms of these patients were either neurologic deficit owing to the spinal cord compression or intractable occipitocervical pain. Mean age at the time of surgery was 63 years (range: 42 to 79 y). All patients were administered oral steroids, which had negative effect on postoperative bone fusion and induced osteoporosis. The patients were followed-up for at least 1 year and in average for 36.2 months (range: 12 to 106). The patients were divided into 2 groups a and b, according to the rod diameter used and the application of the cervical pedicle screws. Group a included 38 patients, operated between 1998 and 2002, implanted with non-stryker devices (4.75 mm rods, sublaminar wiring, transverse process or pedicle hooks in the thoracic spine, thoracic pedicle screws). Group b included 18 patients operated since 2003, using cervical pedicle screws and plate-rod systems as well as sublaminar wiring and harvested posterior iliac crest bone graft; nine patients were implanted with oasys devices (3.5 mm rods), nine patient were implanted with non-stryker devices (3.5 mm or 3.2 mm rods). The authors note the following events for group b. Although specific device information is unknown for each patient in group b, until receipt of information which dictates otherwise, post-operative device failures and serious injuries to which a device may have contributed will be assumed to involve oasys devices. This report captures the following: three patients experienced pullout of pedicle screws following thoracic spine lesion (fracture) at the lowest level within the fusion area. All three patients were revised and their constructs were extended to include lower levels. The authors note, "it is possible that longer application of the halovest could have prevented [¿] the spinal fractures and the pullout of pedicle screws at the lowest level within the fusion area." Two patients experienced pullout of occipital bone screws and were revised; the occipital screws were removed and replaced with wiring.

Manufacturer narrative:
'Surgical complications and management of occipitothoracic fusion for cervical destructive lesions in ra patients' in the journal of spinal disorders and techniques, volume 23, 2 (121-126) 2010. Device location unknown.

Event description:
The article 'surgical complications and management of occipitothoracic fusion for cervical destructive lesions in ra patients' in the journal of spinal disorders and techniques, volume 23, 2 (121-126) 2010, was reviewed. The objective of this study was to evaluate the clinical outcome of occipitothoracic fusion for severe destructive cervical lesions in rheumatoid arthritis patients with myelopathy and/or occipitocervical pain, and to discuss surgical complications. Between 1998 and 2006, 56 patients (46 females, 10 males) with rheumatoid arthritis underwent occipitothoracic fusion. The main symptoms of these patients were either neurologic deficit owing to the spinal cord compression or intractable occipitocervical pain. Mean age at the time of surgery was 63 years (range: 42 to 79 y). All patients were administered oral steroids, which had negative effect on postoperative bone fusion and induced osteoporosis. The patients were followed-up for at least 1 year and in average for 36.2 months (range: 12 to 106). The patients were divided into 2 groups a and b, according to the rod diameter used and the application of the cervical pedicle screws. Group a included 38 patients, operated between 1998 and 2002, implanted with non-stryker devices (4.75 mm rods, sublaminar wiring, transverse process or pedicle hooks in the thoracic spine, thoracic pedicle screws). Group b included 18 patients operated since 2003, using cervical pedicle screws and plate-rod systems as well as sublaminar wiring and harvested posterior iliac crest bone graft; nine patients were implanted with oasys devices (3.5 mm rods), nine patient were implanted with non-stryker devices (3.5 mm or 3.2 mm rods). The authors note the following events for group b. Although specific device information is unknown for each patient in group b, until receipt of information which dictates otherwise, post-operative device failures and serious injuries to which a device may have contributed will be assumed to involve oasys devices. This report captures the following: three patients experienced pullout of pedicle screws following thoracic spine lesion (fracture) at the lowest level within the fusion area. All three patients were revised and their constructs were extended to include lower levels. The authors note, "it is possible that longer application of the halovest could have prevented [¿] the spinal fractures and the pullout of pedicle screws at the lowest level within the fusion area." Two patients experienced pullout of occipital bone screws and were revised; the occipital screws were removed and replaced with wiring.